Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited episodes of undersensing of ventricular fibrillation. The device appears to sense the arrhythmia appropriately except for brief period where large sensed amplitude signals are followed by lower amplitude, undersensed intervals. Except for this brief period, detection and treatment delivery are appropriate.